Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement and displacement test. Charge/battery lasts less than expected and pump received power error detected alarm, problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump batteries end after 1-3 days and battery cap was ok. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.